Event description:
The patient's caregiver reported the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours. The patient was bleeding from the infusion site and the adhesive became wet with the blood. This resulted the pod to reportedly fall off the infusion site and the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.